Event description:
A non-healthcare professional reported via phone that following an intraocular lens (iol) implant procedure, the iol was explanted in a secondary procedure. Additional information was requested and received that clinical reason for explant is due to halos. There was no patient harm and no hospitalization. Lens is available for return.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The account indicated the use of a qualified associated cartridge and handpiece. A non-qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. File will be reopened when product is received. Information was provided that the company lens (1.50cyl), 22.0 diopter (add power +2.2/+3.2) lens was replaced with a non-company, monofocal lens model. Due to the exchange of a toric multifocal lens to a non-toric monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).